Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that a (B)(6) male patient was involved in an accident and in cardiac arrest. Upon arrival, the crew took the device from the ambulance to the patient; however the device would not complete the boot-up process. Once the patient was moved into the ambulance and the device was connected to ac power, the crew was able to perform an ECG and confirm the patient was in asystole. While printing the ECG, the device powered itself off. The patient did not survive the traumatic event. Medical personnel advised physio that the device issue did not cause or contribute to the patient's outcome.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the root cause of the reported issue was due to an inoperative crystal, designator y1, on the single board computer.

Event description:
The customer contacted physio-control to report that a 43 year old male patient was involved in an accident and in cardiac arrest. Upon arrival, the crew took the device from the ambulance to the patient; however the device would not complete the boot-up process. Once the patient was moved into the ambulance and the device was connected to ac power, the crew was able to perform an ECG and confirm the patient was in asystole. While printing the ECG, the device powered itself off. The patient did not survive the traumatic event. Medical personnel advised physio that the device issue did not cause or contribute to the patient's outcome.